Manufacturer narrative:
The esheath was returned, and visual inspection revealed sheath shaft twisted at proximal end, liner partially expanded, approximately 10cm from strain relief, liner tear at approximately 10cm from strain relief, with a length of approximately 2cm, hdpe damage and two liner strands along the liner tear, liner lifted until approximately 7cm from distal tip. The distal part of the liner remained unexpanded and was unopened with soft tip damage, the esheath shaft curvature and twist remained upon removal of delivery system. Functional testing was performed; for complaint failure sheath does not expand, the sheath expanded as designed; thus, the complaint was not confirmed. For complaint failure sheath liner torn, failure sheath damage, and failure sheath liner strand: due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was performed; for complaint failure sheath does not expand and failure sheath damaged, due to the nature of the complaint, no applicable dimensional testing was able to be performed. For complaint failure sheath liner torn and failure sheath liner strand, the liner thickness was measured along the liner tear and strands, and all measurements met specification a risk assessment was performed on the reported event and revealed no evidence of product nonconformances or labeling IFU inadequacies were identified in the evaluation. The complaints for introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath, general risk failure sheath liner torn, general risk failure sheath damage and general risk failure sheath liner strand were confirmed through review of returned device imagery. An existing technical captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The event introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath was caused by patient the event failure sheath does not expand was not confirmed. The events failure sheath liner torn, failure sheath liner strand and failure sheath damaged happened due to operational context the presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessel) and procedural factors (excessive manipulation, valve caught on sheath, valve caught on liner) may have contributed to the reported event. An existing technical summary is applicable to this complaint evaluation an existing technical summary is applicable to this event therefore, no preventative or corrective actions (CAPA) are required and no product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the procedure, the esheath failed to expand and the valve could not pass through the esheath, the esheath and crimped valve were removed from the patient and a new sheath and valve from a second kit were used and successfully advanced up the lfa. Per pre-decontamination evaluation observations of the returned devices, a valve frame damage (one strut bent inwards at the inflow side) and a esheath liner strand were observed.